Manufacturer narrative:
Method: the device was received for an evaluation and investigation and is pending at this time. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. Conclusions: a follow-up report will be filed when the investigation is complete.

Event description:
Drug/diluent: marcaine plain. Fill volume: 270 ml. Flow rate: 4 ml/hr. Procedure: abdominoplasty. Cathplace: abdominal facia. Pt reported that the pump finished infusing within two days. No drug related symptoms. No medical intervention or adverse signs or symptoms. Pt is reported to be doing good. Infusion start date/time: (B)(6) 2013. Infusion end date/time: (B)(6) 2013, (end time unk).